Event description:
It was reported that a multifiltrate pro machine had a module error system warning one hour into a patient¿s continuous renal replacement therapy (crrt). The machine was switched off and could not be started. The patient¿s blood was not returned, and as a result they experienced approximately 200 ml of blood loss. The patient¿s treatment was continued on another machine. The sample was reported to not be available for evaluation.

Manufacturer narrative:
Investigation: the review of the complaints revealed that the reported failure type represents a known event. A communication error occurred, which ultimately resulted in system error 9040.1. At present, there is no software that can be used to correct this error behavior. The error is being investigated. It is not yet known why it occurs. After switching the machine off and on, it should work again. A review of the device history record (DHR) is found to be not necessary due to the fact that the failure/complaint can be clearly attributed to the failure mode design. Based on all performed investigations/evaluations the described behavior could be reproduced. The 9040.1 error code is a collective error code for all kinds of pgm (poisson, gaussian, and multiplicative) miscalculation. There are many sources of pgm error. Pgm errors result in the described 9040.1 error on the dialysis machine. As this type of pgm error can be caused by different causes, there is currently not a single root cause. A 9040.1 error usually leads to the termination of the treatment and to the stop of the machine. After restarting the device, the treatment could be continued. Manual blood reinfusion should always be possible and is described in instructions for use (IFU). The 9040.1 error is considered within the scope of the product improvement. There are no indications on the basis of received complaint information and all investigations that the product deficiency is related to falsification or an unauthorized configuration. The residual risk is broadly acceptable. For details see attached risk evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a multifiltrate pro machine had a module error system warning one hour into a patient¿s continuous renal replacement therapy (crrt). The machine was switched off and could not be started. The patient¿s blood was not returned, and as a result they experienced approximately 200 ml of blood loss. The patient¿s treatment was continued on another machine. The sample was reported to not be available for evaluation.